Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review could not be conducted as the lot number is unknown.this report will be updated should the device or additional information become available at a later date.

Event description:
It was reported to rti surgical on (B)(6) 2021 that a cervalign plate locking mechanism had separated post-operatively. The index surgery was performed on (B)(6) 2020. As of the date of this report, it is unknown if revision surgery was performed.